Event description:
It was reported via repair work order that the scale was inaccurate due to the cb10. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was also determined that the unit also required new load cells to correct the issue of the inaccurate scale.

Event description:
It was reported via repair work order that the scale was inaccurate due to the cb10 and load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.